Event description:
It was reported that the pt experienced a return of symptoms with increased baseline pain following a pump pocket revision. The pt was admitted to the emergency room. A catheter dye study was performed (2009). It was determined that the catheter had migrated out of the intrathecal space. The catheter was replaced. Following catheter replacement, the pump therapy was working well. The pt's pump contained lioresal.

Manufacturer narrative:
.